Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support decided to send a replacement pump, as a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.